Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 7 was not detected on the bus and was not recoverable. The customer stated that they rebooted the system, but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture 11-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlated to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 7 was not detected on the bus and was not recoverable. A field service engineer (fse) observed that drawer seven had no lights on the full-height controller board and that the retractor band was broken. The fse opened the back of the machine and confirmed the retractor bin was also broken. After replacing the retractor band, the drawer still did not power on, so the pyxis module controller board of the full-height drawer was replaced. Once the pmc board was installed, the controller board began smoking on power-up, which required replacement of the controller board. The drawer was then reconfigured, and the customer inventoried the drawer to confirm functionality. The drawer required new full-height rails, which were postponed pending parts. The rails were later replaced, and the customer inventoried and tested the drawer, as well as verified functionality in the hardware test application (hta). The drawer was confirmed to be working correctly. The system functioned as intended after the field service engineer repaired the device.